Event description:
The customer reports that the device did not activate. There was no injury to the pt. The incident device was returned with a broken snap and it was missing.

Manufacturer narrative:
(B)(4). One of the electrode jaws had a broken snap pin which could contribute to the reported event. Snap damage can be caused by the user improperly misaligning the snaps into the mating holes during assembly. This damage can also be caused by multiple assembly attempts. The instructions for use provide additional info on the proper method of assembling the electrodes into the reusable instrument. The device was tested for activation and sealing function on simulated tissue with acceptable results.